Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial#: (B)(4), description: avista MRI perc lead kit, 56cm; model#: sc-4319, lot#: 19540616 description: clik x MRI anchor.

Event description:
A report was received that the patient's lead was uncomfortable on the spine and was causing irritation on the patient's back. The physician was unsure whether it was the clik anchor or the lead itself that was causing the discomfort. The patient underwent a lead revision procedure wherein some scar tissue was cut and the lead was pushed down. The patient was doing well postoperatively. No device malfunction was suspected.